Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 210 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.